Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse reported the staff was encountering a repeated error 23072 on set up joint (suj) 1. The staff had tried to adjust the suj and power cycle the system with no change. Intuitive surgical, inc. (Isi) technical service engineer (tse) walked the staff through a hard power cycle of the system with no change. The staff proceeded with the procedure using arms 2, 3, and 4. The customer was completing the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse proceeded to perform proximal cable harness replacement per isi procedure. The isi fse found 23072 error cleared and did not recur throughout full range of motion (rom) of arm / setup joint 1 (suj) post cable harness replacement. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.